Event description:
Additional information was received on 3/25/2024: this was after a metatarsal fx procedure.

Manufacturer narrative:
Additional information: d9, b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the driver shaft, t6, ao had twisted. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error due to over-torquing/over-engaging the driver within the screw head. Per dfu-0023-12 rev 0 cautions- to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, it was reported by an arthrex employee via sems (B)(4) that an ar-18800-04 driver shaft (from set ar-18800fs) threads were all twisted after completing the case and inspecting the tray. This was discovered after use on (B)(6) 2024, with no reported patient harm.